Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with weak signal and lost sensor. The customer states they ate some ice cream and had their blood glucose level rise to 400mg/dl in order to see how fast the sensor would detect. The customer requested assistance with programing the pump. The customer was provided with information on calibration. Troubleshoot for the lost sensor was conducted. The customer's blood glucose level at the time of incident was 200mg/dl. The customer was advised to monitor the device and call back if issues persist. The customer was advised to call back as soon as issues arise.